Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was impacted (325 mg/dl). The customer took a correction bolus via the pump. As the customer had changed out supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. In addition, it was reported that the fill estimate was noted to be inaccurate. The customer was attempting to load the same cartridge when a cartridge alarm 9 occurred. The customer went to change supplies and noted the cartridge began to leak at the bottom of the cartridge. The customer was instructed to make sure to remove air from the cartridge before starting the load sequence on the pump. The customer reloaded a new cartridge and insulin delivery was able to be resumed.